Manufacturer narrative:
The field service engineer (fse) hooked up another unit and bled in the oxygen (o2) to verify that the alarm would activate. Fse then bled in air and the unit also alarmed. No repair required as the unit alarms is working within specification. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported problem could not determined at this time due to the unit alarms is working within specification.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit oxygen alarm not working. Customer stated that they replaced oxygen cell and performed extended self test (est). After about 20 minutes on patient the oxygen reading on unit was approximately 10 lower than the set oxygen. Customer is concerned the unit did not alarm. Customer checked the unit output with oxygen analyzer and unit oxygen percentage delivered was same as setting on unit. The customer reported there was no patient involvement.